Event description:
It was reported a symptomatic pt underwent carotid artery stenting and angioplasty. A gore flow reversal system was used for embolic protection. Immediately upon inflation of the gore balloon sheath balloon, the pt was unable to speak. Flow reversal was confirmed and the physician continued the procedure. The pt's neurological deficit did not resolve. There was no treatment or intervention required.

Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. The device was discarded at the facility; therefore, an engineering analysis cannot be performed. Case images were returned for evaluation. Significant vessel tortuosity was observed in the distal internal carotid artery and proximal common carotid artery. Per the instructions for use, the gore flow reversal system is contraindicated in anatomies presenting with common carotid artery tortuosity, proximal to the lesion. Images confirm inflation of both the gore balloon wire (gbw) and the gore balloon sheath (gbs). The gbw appeared to be repositioned to exclude the external carotid artery and its branch vessels. The gbs was observed to be grossly over-inflated, exhibiting an asymmetric inflation and longitudinal elongation. Adequate flow reversal could not be confirmed from the available angiographic images. The cause of the reported neurological deficit could not be identified from the images provided. Images of intracranial arterial vasculature following the stenting were provided; however, similar pre-interventional diagnostic angiograms were not provided, so it is not possible to detect procedure related vessel blockage or altered hemodynamics.